Event description:
It was reported by a veterinarian that an animal underwent hip stabilization surgical procedure on (B)(6) 2015 and suture was used on the acetabulum. Following the procedure, the animal experienced post-operative suture breakage.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that this device is not malfunction reportable. Therefore, this medwatch report is not reportable.